Event description:
No additional information.

Manufacturer narrative:
Medical device catalog # in section d changed from "unknown" to "60950e". Investigation summary: one 60950e sample was received for investigation, in which the customer has stated: "alaris cytostatic drug unit came loose between the tube and the luer lock connector when connected to the antisiphon and the patient. If this had not been noticed, the cytostatic drug could have ended up on both staff and patient at a later stage. Fortunately, there was only saline in the tube." Residual fluid was present in the line. Examination of the sample noted that the male luer was still connected to the tubing; however, the rotating luer collar had disconnected. A visual inspection of the luer and collar components did not find any signs of damage or defects which may have contributed to the customer's experience. The rotating collar was pushed back on to the male luer component, after which it was noted that it could not then be removed by hand or during normal functional use. It was however noted that it could be removed if it was forcefully over-tightened (i.e., beyond hand-tight) onto a connecting product. The details of this feedback were forwarded to the manufacturing site for investigation, where it was confirmed that the rotating collar is assembled to the male luer using an automatic assembly machine which is capable of detecting any misassembled components and automatically scrap them. However, as no lot number was provided to aid the investigation into this report, it is not possible to perform a review of the production documentation for this particular product. Whilst a definitive root cause for the reported separation could not be determined in this instance, the quality team at the manufacturing site has been informed in order to be aware of the reported feedback during future production of this product. A review of the customer advocacy feedback database indicates that this is an isolated feedback with no other reports of this nature received against products in the alaris gp disposables product portfolio in the last 12 months.

Event description:
It was reported that the unspecified bd infusion set had a loose connection. The following information was provided by the initial reporter, translated from swedish to english: alaris cytostatic unit comes loose between hose and luer lock fitting when connecting to antisiphone and patient. If this had not been noticed, cytostatic could have ended up on both staff and patient at a later stage. Now thankfully there was only saline in the hose. Additional information received from the customer: please provide the model and lot number of the affected product = unknown if the above is unknown, please provide a photograph showing the whole set, to help us try to identify it = no photo. Please confirm when the reported defect was identified, i.e., during priming, or during an infusion = faulty product is noted in connection with the infusion being connected to the patient. As I understand it, the infusion was started and immediately noted that there is a leak from the unit, whereby the infusion was stopped. Please confirm if any physical damage or deformity was observed at the point of separation? = nothing reported that anything abnormal can be noticed on the unit. Was patient or user harmed? If yes, please explain. The patient has not been injured by the incident. Only a small leak of sodium chloride occurred because healthcare personnel were present and discovered the error directly when connecting to the patient. No further medical medication/measure was needed, but the patient received the intended treatment after connecting a new complete unit. Could you please confirm the event occurrence date. = date of the incident (B)(6).

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.